Manufacturer narrative:
Device evaluation summary: device returned for evaluation. A kink was evident on the distal shaft. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation it did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the kinking. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use three resolute integrity rx coronary drug eluting stents to treat a mildly tortuous, severely calcified lesion exhibiting cto (chronic total occlusion-100%) located in the distal circumflex (cx) artery. The devices were inspected with no issues noted. The lesion was pre-dilated using a number of balloons. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was used during delivery. It was reported that the three stents failed to cross the lesion. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a non-medtronic stent. The patient was reported to be alive with no injuries.